Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse occurred following a procedure on the artis q biplane system. After completing an examination, the patient remained on the table to awaken from narcosis. When moving the patient from the table, x-ray was accidentally released. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. To prevent from x-ray release outside of regular patient operation, the system is equipped with a "block radiation" button. For phases where x-ray release is not wanted, e.g. Patient relocation, the "block radiation" button prevents x-ray release. The "block radiation" button was not activated at the time of the event. No system failure or malfunction has occurred and this event is considered to be inattention of the operator.